Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® edta 2k that one (1) tube had a cracked rubber stopper causing blood to leak from the tube. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 01-aug-2024. Investigation summary: bd received 1 sample and sent 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for stopper molding defect was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for stopper molding defect with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper molding defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® edta 2k that one (1) tube had a cracked rubber stopper causing blood to leak from the tube. There was no health impact or consequence reported.